Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) values were not being saved in the pump history. Troubleshooting with tandem's technical support confirmed that a bg value was saved into the pump. However, the customer did not believe the previous bg values were saved. Review of t:connect pump data indicated that bg values were save on (B)(6) 2017. The customer's bg level was 270 mg/dl due to the customer being in the middle of a site change. Reportedly, the customer was disconnected from the pump for a long period of time. The bg level was addressed with a bolus via the pump. The customer declined troubleshooting for the bg event.